Event description:
The advocate alleged that the control tests performed using the customer's meter were high, out of specification. While troubleshooting, the advocate performed a control test and received a results of 239 mg/dl. The normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.